Manufacturer narrative:
The device involved in the event will not be returned for eval as it was implanted in the pt. (B)(4).

Event description:
Treatment of an irregular wide neck aneurysm measuring 6mm x 4mm located in the supraclinoid segment of the left ica (internal carotid artery). On (B)(6) 2014, the pt underwent pipeline embolization treatment. The physician believed the pt may have been non-respondent to plavix; therefore, the pt was immediately converted to effient. The plavix was discontinued. The pru (p2y 12 reaction units) levels for the procedure and after the procedure were unk as the count does not perform pru testing. During the procedure, it was reported the first pipeline (5mm x 20mm) could not be released from the capture coil and the pipeline was removed from the pt without issues. Another pipeline (5mm x 20mm) was implanted successfully; however, the pt developed a clot inside the 2nd pipeline post procedure and was brought back into the lab for mechanical thrombectomy. During the medical thrombectomy, intra-arterial tpa (tissue plasminogen activator) and reopro were administered to lyse the clot. The remaining clot was removed by direct aspiration with a 5 max and 3 max catheter. The clot was a fresh thrombus. As of (B)(6) 2014, the pt was still in-house and was reported to be improving and will be attending rehabilitation soon. The pt's right sided mobility had improved in 85% with no speech impediment. Same event as MDR # 2029214-2014-00501.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)